Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed through review of the event history log. This condition was found to be caused by continuity on the upstream sensor flex tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms in the postpartum care area. Any patient involvement, injury or medical intervention is unknown.